Event description:
Employee experienced an eye splash with cidex opa, which was in an uncovered tray. Pt was seen by an ophthalmologist where debris was removed from pt's eye, and was found to have the appearance of crystals in the eye. Flarex eye drops were prescribed. The eye continued to be inflamed the following day and the employee was experiencing a headache.